Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint breathing circuit was submerged in a water bath to test for leaks. Results: the waterbath test identified two leaks. Leakage was found from a puncture on the evaqua film of the expiratory limb. The second leak was found around the joint of the inspiratory moulded plug and the elbow connector. A lot check revealed no other complaints of this nature for this lot number. Conclusion: our inspection revealed that there was a puncture on the expiratory limb of the evaqua breathing circuit, causing a leak. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. This suggests that the breathing circuit was punctured post-production, possibly during storage or setup. A second leak was caused by a 1-2mm gap between the plug and connector. The gap between the plug and elbow is checked on the assembly line. The product should be rejected if a gap is present. This must have been overlooked during the assembly of this circuit. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gases to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and circuit hangers. Our user instructions advise the user to "fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." Our monitoring and trending of adult evaqua breathing circuit leaks has a rate of occurrence of 51 devices per million sold worldwide in the last year to the end of august 2010.

Event description:
A hospital in (B)(6) reported that an rt340 dual heated adult breathing circuit failed a maquet ventilator leak test. This was found prior to patient use.